Manufacturer narrative:
The device was returned with the casing fractured into two pieces. High magnification inspection showed no signs of voids or manufacturing related defects. There was indication was it likely torn; however, the root cause of the damage could not be determined. The manufacturing records were reviewed and no issues were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the procedure to convert the trial to an implantable device, the physician found the anchor had split into two pieces. The anchor was removed and replaced. No injuries were sustained by the patient and there have been no reports of further complications regarding this event.